Event description:
During a ptca/stenting treatment procedure, the balloon ruptured at 14 atms on the initial inflation. The lesion being treated was a 90% stenotic lesion in the proximal lad coronary artery. The balloon was inflated one time to 6 atms to predilate the lesion for placement of a penta 3.0/18 stent. The penta 3.0/18 stent was placed and the maverick2 monorail balloon was inserted for post dilatation, but ruptured at 14 atms. [Rated burst pressure.] The pt was asymptomatic during this event. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the post dilatation. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.